Manufacturer narrative:
Follow-up #1: date of submission 01device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: battery compartment crack to the left of the bumper pad from the threads traveling down along the side of the bumper toward the case seal. Battery compartment crack at case seal below the bumper. Three cracks in pump case on front of pump between display lens and keypad cover. Rust/corrosion observed inside battery compartment. Performed leak test; test failed due to battery compartment leak. Opened pump; no further evidence of internal moisture.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.